Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and customer chose to perform reset independently and was advised to follow up if any further issues arose, with no additional assistance requested.